Event description:
It was reported that the pace/sense lead had fractured, impedance was high, and short ventricular-ventricular intervals were observed. It was also reported by the patient's mother that the patient "had a lead replaced that had broken". The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis results revealed the proximal conductor was fractured. A partial lead in segments was returned and analyzed. Further testing revealed that the defib conductor and several conductors were distorted, all conductors had blood/body fluid (not obstructed), the defib conductor was fractured (overstress), blood/body fluid was on the outer tubing overlay, the outer tubing overlay was melted, the outer insulation was torn, there was a white substance on the outer overlay tubing, there was blood in/on the helix/lobe mechanism, and the lead was stretched. Tissue and blood was present on the tine/lobe area. The superior vena cava exposed defib conductor wires were fractured apparently due to explant damage. The anchor sleeve fixation site could not be determined.